Manufacturer narrative:
The technician found the side rail latch plate and end tube are bent. The technician replaced the side rail latch plate and end tube to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No injury reported.